Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: media review: the media provided by the site was analyzed and only showed the packaging and the manifold of the wolverine device. Device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. A pinhole was identified pinhole 1mm proximal of proximal markerband when attempting to inflate. No other device issues were identified during returned product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition due to the anatomical factors. Based on the event description, it is likely that the challenging lesion anatomy contributed to the complaint allegation of balloon material rupture. The target lesion was noted to be severely tortuous and severely calcified with a stenosis of 83%.

Event description:
It was reported that a balloon rupture occurred. The 83% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm for 3 seconds. The balloon was removed from the patient's body as a whole without any problem using the normal method and the procedure was completed with another of the same device. There was no patient injury reported, and the patient was stable after the procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not returned for analysis. However, an analysis was concluded based on the photo provided by the site which shows the packaging and the manifold of the wolverine device.

Event description:
It was reported that a balloon rupture occurred. The 83% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm for 3 seconds. The balloon was removed from the patient's body as a whole without any problem using the normal method and the procedure was completed with another of the same device. There was no patient injury reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 83% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm for 3 seconds. The balloon was removed from the patient's body as a whole without any problem using the normal method and the procedure was completed with another of the same device. There was no patient injury reported and the patient was stable after the procedure.